Event description:
Transmitter ID 8llpx8 was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share logs was performed and a low transmitter battery which led to a fatal error for serial number 8llpx8 within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter died occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported allegation of a transmitter died is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.